Manufacturer narrative:
A company service rep checked the system and found the root cause was low power from the slit optic fiber due to misaligned laser optics. The rep realigned the laser optics, performed calibration and performed all system checks; system met specifications. No parts are returning for evaluation, no further action required.

Event description:
The facility reported the doctor did not get enough power from the laser when the case started; the case was cancelled. There was no pt injury. No add'l info is expected.